Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited premature elective replacement indicator. The device was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.